Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 115mg/dl - 119mg/dl. The customer did report symptoms of increased thirst and frequent urination. Medical attention is not reported as a result of the actual blood glucose results or reported symptoms. The product is stored according to specification in the living room. During the call a back to back blood test was performed by the customer and produced test results of 200mg/dl and 207mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 04/30/2020 and open vial date is a week ago. The meter memory was reviewed for previous test result history. (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. No defect was detected. Test strips were not returned for evaluation. No defect was detected.

Manufacturer narrative:
Corrected sections as of 4-nov-2019: h10: most likely underlying root cause changed from "mlc-18: user has high glucose value" to "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test". Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.